Manufacturer narrative:
The complaint is confirmed by the user facility biomedical engineer (biomed). The biomed was instructed to check the v1 valve to be suture there was no debric plugging the hole in the diaphragm. The biomed took apart the "rewarm" valve 1, cleaned the valve and reinstalled. When the field service rep (fsr) arrived at the user facility, the unit was in good working condition. The fsr completed a preventative maintenance on the unit and the unit performed to MFR's specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the cooling and heating system was not heating. There was water flowing over the ice bank in the cooling system when in "rewarm" mode. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.